Manufacturer narrative:
(B)(4) summary memo.

Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 15 days after implantation. The patient has no significant medical history. The doctor noted bone augmentation was used but did not specify what kind. The patient has recovered without complication.